Manufacturer narrative:
Report source: foreign country: (B)(6). This report is related to the following reports: 3012307300-2020-00184, 3012307300-2020-00185, 3012307300-2020-00186, 3012307300-2020-00209, 3012307300-2020-00211, 3012307300-2020-00264, 3012307300-2020-00265.

Event description:
Information was received indicating that during infusion of parenteral nutrition, under delivery occurred with a cadd-solis vip ambulatory infusion pump. The treatment was reported as "pediatric npad/550ml/12h 7d/7." Per reporter the pump was subsequently changed to continue the infusion, however the infusion was slow. It was also reported that the patient experienced severe asthenia and that subsequently it was required to change the pump and administration sets. No additional adverse effects were reported.